Manufacturer narrative:
The insulin pump was received with a missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The plastic piece in the reservoir compartment had broken and was loose. The customer's blood glucose level was unknown. The device had been returned for analysis.